Event description:
A user facility reported to olympus that during reprocessing the evis exer a ii ultrasound gastrovideoscope has a leak at the elevator. Upon inspection and testing of the customer returned device, it was observed the probe unit is cut. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center confirmed the channel was leaking. It was also noted the adhesive is cracked, the inlet elevator was loose, the evis image flickering with several elements broken. It was also noted the insertion tube was dented and the control knob was loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.